Manufacturer narrative:
The account purchased the bed from ((B)(6)). The reported injuries are serious in nature per FDA definition. However, hill-rom was unable to determine if a malfunction took place. The customer indicated they will asses/service the bed separately. It is unknown if the facility performs preventative maintenance on their beds.

Event description:
Hill-rom received a report from the account stating the mattress was not inflating properly and the patient developed a stage 4 wound on his backside. The patients wound was treated with a wound vac. The bed was located in the patients home. This report was filed in our complaint handling system as complaint (B)(4).